Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance. The shock lead impedance was measured to generally be between high 70s and low 110s ohms. This is the first time the measurement has exceeded 125 ohms and was measured to be 127 ohms. Technical services (ts) recommended programming changes. This rv lead remains in service. No adverse patient effects were reported.